Event description:
It was reported that pump housing around usb port was damaged after pump was dropped, which affected ability to charge and meant pump could no longer be guaranteed watertight, although pump had not shut down and no low power or shutdown alarms had occurred. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode, to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and to return damaged pump using provided label, and a replacement pump was arranged.